Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on screen that make it harder to read also sometimes insulin was squirts out during priming. Customer's blood glucose value was unknown. Customer stated that buttons was harder to push sometimes and they have to push it twice. The customer declined to troubleshoot with technical support. The device will not be return for analysis.